Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the closed suction catheter popped off the trach during use. The device was in use for 56-hours. Additional information received (B)(6) 2020 stated the patient involved with this incident is doing fine. The therapist was nearby and was able to quickly reattach the patient to the ventilator. There was no reported injury.